Event description:
Add'l info rec'd from MFR 10/8/99: the reporting dr listed on the medwatch report was contacted by tmj implants, inc. MFR was informed that the dr did not fill out the form nor did they have any knowledge of the form. The mewatch report also indicated that the tmj devices were explanted in 1999. To date, there has been no evidence that these devices have been removed or explanted. Reason for potential future explant would not be device related but trauma to the jaw.